Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. After, negative pressure could not be applied when managing in the ward. The reservoir was replaced with another product. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9, h4 h3 evaluation: the product was returned for evaluation. Material locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the reservoir does not have the spring conical inside. This is the reason why the reservoir could not suction. Therefore, is considered this materials factor does contribute to the reported complaint defect. Plate sub-assy part number where missing spring was reported thru this complaint. For this kind of non-conformance, a CAPA# was generated; for investigation and to determine proper corrective actions. These actions were implemented. No additional complaints have been received related with missing spring from lots manufactured after implementation of corrective actions. Man in accordance with instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could affected the product integrity and its function. Machine based in above material factor evaluation, it is considered this machine factor does not contribute to the reported complaint defects. Method based in above factor evaluation, it is considered this method factor does not contribute to the reported complaint defects. Based on the present analysis, the reported defect by the customer could be confirmed and it is related to manufacturing process. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the reservoir does not have the spring conical inside. This is the reason why the reservoir could not suction. A CAPA# was generated in system; for investigation and to determine proper corrective actions. Plate sub-assy lot where missing spring was reported thru this complaint. These actions were implemented. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.